Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and the issue of foreign matter on the inside of the tube was observed. There is a brown/black particle in the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 2 tubes. The following information was provided by the initial reporter. The customer stated: "when using the tube, it was found the additives of the product 367863 were abnormal, and impurities were found inside."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and the issue of foreign matter on the inside of the tube was observed. There is a brown/black particle in the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 2 tubes. The following information was provided by the initial reporter. The customer stated: "when using the tube, it was found the additives of the product 367863 were abnormal, and impurities were found inside."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 2 tubes. The following information was provided by the initial reporter. The customer stated: "when using the tube, it was found the additives of the product 367863 were abnormal, and impurities were found inside."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-jan-2023. H.6. Investigation summary: bd received 2 samples and 2 photos from the customer in support of this complaint. A visual examination of the samples and photos were performed and revealed embedded foreign matter in the sidewall of the tube and loose black foreign matter. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause for the reported issue to be attributed to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.